Event description:
It was reported post generator changeout that the patient was experiencing arrhythmia. The right ventricular lead exhibited far p-wave oversensing. This oversensing resulted in inhibited pacing. Diagnostic imaging confirmed dislodgement. The lead was capped (B)(6) 2022 and successfully replaced. The patient was stable.